Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided. The patient alleged a marble- sized lump on her abdomen at the sensor insertion site. The patient stated she had showed her endocrinologist during her regular visit (date not provided) and he stated it was scar tissue. However, the patient alleges the wire detached from the sensor and she feels as though the sensor wire remained under the skin from one of her first insertions. (The patient alleges a detached sensor wire is retained in her skin). No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.